Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatches: 1221934-2018-54470, 1221934-2018-54471, 1221934-2018-54472.

Event description:
It was reported during shoulder arthroscopy procedure on (B)(6) 2018, second implant could not be fired. The depth stop restricted the opening for the second implant. They opened a second omnispan gun which had the same problem. Only the third omnispan worked. The surgery took more time, they had to open a new omnispan gun and it frustrated the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected visually and functionally. Visual observation revealed only a slight bend in the pusher rod on the device. When tested for its functionality, both triggers functioned properly when pulled on their own without a needle attached to the device. Additionally, a 0 degree needle was loaded onto the applier and both implants were deployed successfully. The applier works as intended and we cannot confirm the reported complaint. Per qlik query executed, no nonconformances were identified for this part-lot number combination. Furthermore, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54470, 1221934-2018-54471, 1221934-2018-54472.